Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer had issues with sensors and receives the meter bg every two minutes. Customer is checking her calibrations. The last blood glucose reading is 150 mg/dl. The customer had to be contacted again due to dropped call. The blood glucose was checked and she was 33 mg/dl. Customer treated with food. The blood glucose reading increased to 145 mg/dl. Customer stated that two weeks ago the paramedics were called to treat low blood glucose. Nothing further reported.